Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va07a3k, implanted: (B)(6) 2013, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had just seen the nurse practitioner, who kept asking if she had turned stimulation off. The patient reported that she had not shut stimulation off and the nurse told her that her ins was broken, she had only one of the 10 leads left functioning, and all but one of the wires was working. The patient reported that her urgency might have returned, but regarding her frequency she had made it an hour and half and could go but it was not killing her. No falls or traumas were related to this event. No emi environmental exposure or medical tests were noted. The patient reported that they were going back to their healthcare professional. The patient also reported that she did not have a lot of fat but did do a lot of sit ups so when she does sit ups she was rocking on it. There were no further complications that have been reported as a result of this event.